Manufacturer narrative:
The investigation for the reported pump "did not start" has been completed. The impella device was returned for evaluation and found that the outflow cage was deformed. The pump could start but the impeller would not rotate past one of the struts on the outflow cage. The pump passed final quality inspection in manufacturing. There were no logs returned. The root cause of the pump did not start is due to the damaged outflow cage likely from excessive force.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an unspecified male patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp pump was unable to be started during prep. The automated impella controller (aic) was exchanged but pump was still unable to start. Therefore, the pump was also exchanged, and the new pump was able to be implanted successfully without issue. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.